Event description:
Kidney transplant: "a calcification occurred around the stent and the doctor couldn't get it out of the patient. The patient was then subjected to lipotripsy and then to the operating room in order to take out the stent." Patient status: good. There were 4 products listed in this customer experienced report. Customer is not sure which were used. (B)(4).

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer for review. Engineering assessment is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.